Event description:
Through implant patient registry, it was reported that a 19mm 11500a aortic valve was explanted after an implant duration of one (1) month due to recurrent endocarditis. The explanted valve was replaced with another 19mm 11500a aortic valve. Per the medical records, the aortic valve was examined and there was small amount of fibrinous material observed around the annulus. The decision was made to replace both the bioprosthetic aortic valve and native mitral valve. The mvr was performed with a 29mm edwards surgical mitral valve. The explanted 19mm 11500a valve was replaced with another 19mm 11500a aortic valve. The patient was weaned off cardiopulmonary bypass. Tee showed the valves to function properly with no evidence of any significant paravalvular regurgitation. The patient tolerated the procedure well and was transferred to the ICU in stable condition. Additional information received indicated that the surgeon confirmed there was endocarditis on the explanted bioprosthetic aortic valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Attempts to obtain additional information and for product return has been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Through implant patient registry, it was reported that a 19mm 11500a aortic valve was explanted after an implant duration of one (1) month due to unknown reason. The explanted valve was replaced with another 19mm 11500a aortic valve. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.